Event description:
In 2006, a pt was implanted with a gore excluder aaa endoprosthesis to repair an infrarenal abdominal aortic aneurysm. The next day, the pt was cold and did not have a right lower extremity pulse. The pt underwent a second procedure in which a femorofemoral bypass graft was implanted. Postoperatively, the pt expired due to an aortic occlusion. The physician believes that the distal end of the contralateral leg component ended in a stenoic area of the artery. When the sheath was removed, the artery recoiled which occluded the device. After the femorofemoral bypass procedure, the ipsilateral leg of the trunk-ipsilateral leg component occluded. An autopsy will not be performed.

Manufacturer narrative:
The devices remain in the pt. A review of the mfg paperwork is being conducted. A gore excluder aaa endoprosthesis contralateral leg component was also implanted (pxc201000/lot# 04229898).